Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump was received within normal operating currents. No unexpected failed battery test alarm or battery out limit alarm noted. The insulin pump passed motor test, basic occlusion test, no delivery test and displacement test. The insulin pump has stained end cap sticker, minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 468 mg/dl. The customer reported a motor error alarm from the insulin pump during bolus. The customer reported having high blood glucose levels due to a cortisone shot earlier in the day. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per the health care provider's instruction. No additional info was provided.